Manufacturer narrative:
The reported issue was not reproduced. The computer was tested for days without the system shut down suddenly or screen flickering. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Event description:
The user facility in the united kingdom reported that the system shut down suddenly during the procedure. Surgery was delayed around 15 minutes to change to a back up system. There was no impact to the patient.

Manufacturer narrative:
The reported issue of sudden system shutdown and/or screen flickering could not be confirmed during the investigation. The system was subjected to extended testing under standard operating conditions, and the failure did not recur. As a result, the root cause could not be determined due to non-reproducibility of the reported behavior. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.